Event description:
Patient reported left side rupture. Healthcare professional reported left side capsular contracture, baker grade IV. Patient representative reported "severe pain and an immeasurable burning sensation between her breasts when exposed to the sun, as if there were a liquid burning inside, until it became unbearable, feeling the hardening of the breast, not even being able to touch them due to such pain¿, "formation of small herniation of the implant", "suspicion of a lymphoma aggravating the plaintiff's emotional shock", "biocell recall", "patient presented seroma in the second post-operative". Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side rupture. Additionally healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.